Event description:
The customer reported to our sales rep that he was observing a surgery procedure. During this it was observed that the interlocking is not working properly. But no fault could be noticed during testing the device after the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.